Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in (B)(6) alleging the meter was reading inaccurately high compared to another meter. The reporter alleged readings of "8.5mmol/l" on the lfs meter and "6.1mmol/l" on a back up onetouch ultra2 meter. This complaint is being reported because the reported results did not meet lifescan's accuracy or precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There is no indication that the lfs product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (6/19/2013)the patient¿s meter has been returned and evaluated by lifescan product analysis on 1/31/2013 and 5/25/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.